Event description:
A regulator fire incident occurred and two paramedics were injured. One paramedic sustained 2nd and 3rd degree burns on approx 25% of body and the second paramedic was treated for light burns and released from hospital.